Event description:
Revision surgery for shoulder luxation 4 days after primary. Glenosphere and liner revised successfully.

Manufacturer narrative:
Batch review performed on 21 december 2023: lot 2218416: (B)(4) items manufactured and released on 28-sep-2022. Expiration date: 2027-09-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Clinical evaluation performed by medical affairs department: revision 4 days after the index surgery due to shoulder luxation. From the radiographic image a cerclage is visible but no info was given regarding the necessity of a cerclage and the possible relevance to the subsequent dislocation. Luxations are normal originated by insufficient re-establishment of soft tissue tension after the operation. No further conclusion can be drawn with the elements at hand. Additional implant involved. Batch review performed on 21 december 2023 on reverse shoulder system 04.01.0119 humeral reverse hc liner ø36/+0mm (k170452) lot. 2247430 lot 2247430: (B)(4) items manufactured and released on 17-apr-2023. Expiration date: 2028-04-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event in the period of review.